Event description:
It was reported that during a left hemicolectomy, there was nearly no power and the tissue could not be separated. Used new instrument to complete the case. There was no pt consequence.